Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet, with frequent false meal announcements entered to obtain insulin and no use of back-up therapy or ketone testing; troubleshooting with the caregiver did not reveal infusion set issues, and education was provided to avoid false meal entries and allow the algorithm to operate as intended. Symptoms included elevated blood glucose reaching 280 mg/dl without reported systemic symptoms. Outcomes included temporary impact to blood glucose control for approximately one hour, with no medical intervention, no assistance, and no hospitalization. Investigation included customer interview, review of reported pump use and behaviors, and user education. Investigation of this case revealed use error related to inappropriate meal announcements and no evidence of device malfunction. It was concluded that the event was attributable to user practice affecting insulin dosing decisions rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.